Manufacturer narrative:
Date sent to the FDA: 09/09/2021. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances related to the reported complaint condition were identified. The following information was requested, but unavailable: the patient demographic info: gender, weight, bmi at the time of index procedure? On what tissue was the silk suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Was the post-op inflammation with wound secretion observed first time 8 months later after index surgery, on (B)(6) 2021? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? If yes, please specify. Other relevant patient factors/comorbidities/concomitant medications? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during debridement? Please specify. Were cultures performed? Results? Other relevant patient factors/comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event (post-op inflammation with erythema and wound secretion)? What is the patient¿s current status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: gender, weight, bmi at the time of index procedure? On what tissue was the silk suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Was the post-op inflammation with wound secretion observed first time 8 months later after index surgery, on (B)(6) 2021? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? If yes, please specify. Other relevant patient factors/comorbidities/concomitant medications? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during debridement? Please specify. Were cultures performed? Results? Other relevant patient factors/comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event (post-op inflammation with erythema and wound secretion)? What is the patient¿s current status?

Event description:
It was reported that the patient underwent appendectomy for acute suppurative appendicitis on (B)(6) 2020 and the suture was used. The wound healed well, and was discharged from the hospital 8 days after operation. On (B)(6) 2021, the patient experienced erythema, inflammation and wound secretion. After debridement and removal of suture, the wound healed after aseptic dressing change treatment was given. Additional information has been requested.